Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by a field service technician on the v60 indicating a device malfunction as there was a misalignment in the touch position. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A field service technician performed regular maintenance on the device and confirmed that the touchscreen was not working as there was a misalignment in the touch position. The field service technician performed touchscreen calibration, but the issue remained. Therefore, the field service technician ultimately replaced the touchscreen, after which the issue was resolved. The touchscreen replacement indicates that the cause of the malfunction was due to a faulty touchscreen that needed to be replaced for repair. Following the touchscreen replacement, the field service technician confirmed that the software version was 3.20, conducted a comprehensive inspection of the device, cleaned the device, performed running and functional tests, and returned the device to service as it passed the required performance verification tests per philips standard. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly as the touchscreen was not working.